Event description:
It was reported that the ilet displayed recurring ¿alert 32, motor processor communication error,¿ prompting repeated restart requests and leading to an agent-advised replacement; high glucose was also reported during the event. Symptoms included hyperglycemia with the highest reported meter value of 389 mg/dl, prolonged elevation above 180 mg/dl for about 12 hours, and fatigue, with device alerts above 300 mg/dl for over 90 minutes. Outcomes included no use of backup therapy, no ketone testing completed, no medical intervention, and no need for assistance. Investigation included troubleshooting and education with instructions to shut down the device, continued cgm use guidance, and arrangements for device replacement with return of the original unit. Investigation of this case revealed a device alarm consistent with a delivery motor communication malfunction affecting insulin delivery reliability. It was concluded that the cause was device component failure related to motor communication.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.